Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated; due to damage of the charge-coupled device unit, an image noise occurred, and the image could temporarily not be seen. Additional evaluation findings include the following: the bending section cover had a scratch, the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the light guide (lg) cover glass had a scratch, the electrical contact of the video connector was dirty, and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a noisy image issue (but the subject could be recognized) while using the hd endoeye laparo-thoraco videoscope. The issue occurred during the therapeutic procedure (lapacholon sigmoid colon resection). There was only a slight delay, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated; due to damage of the charge-coupled device unit, an image noise occurred and the image could temporarily not be seen. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.